Event description:
It was reported that while treating the sfa using a contralateral approach the doctor had difficulty rotating the thumbwheel. After the first turn of the thumbwheel, the stent would not deploy. The doctor then removed the device, and while doing so, the stent partially deployed inside the pt on the distal end of the sheath. The stent was removed, but fractured and part of the stent remained inside the pt. A vascular surgeon was called to remove the fractured portion of the stent from the pt. The pt is reported as doing well.